Manufacturer narrative:
Results: the velocity was fractured approximately 20.0 cm from the hub. Conclusions: evaluation of the returned velocity confirmed a proximal fracture. If the velocity is forcefully manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician completed two passes using the velocity and ace68. While advancing the velocity for another pass, the physician noticed that the velocity would not advance into the m1 and decided to retract the velocity. Upon retraction, the proximal end of the velocity broke. It was reported that the proximal end of the velocity that broke occurred while being outside the patient. The physician then removed the velocity and ace68 together. The procedure was completed using a new velocity and the same ace68. There was no report of an adverse effect to the patient.